Manufacturer narrative:
Siemens reviewed the data provided by the customer. The rp500 thb sensor in question was found to be performing as intended. There was a lack of periodic qc validations that didn't allow for the trending of sensor performance. No instrument or sensor errors were found during or around the time of the sample in question that could be linked to the unusually low thb result. The thb parameter is highly sensitive to pre-analytical factors like sample collection, sample handling and time to analysis. A significant number of thb and calcium results in the instrument history shows a negative bias and is possibly associated with the choice of anticoagulant being used at the facility. The cause of this event is unknown.

Manufacturer narrative:
The customer stated that this low thb result was not reported so the patient's treatment was not affected. Also stated was irregularities were observed in the sample collection process such as improperly mixed samples. In the events log, there were several "d39 clot detected" errors found. The log files were received for investigation. The cause of this event is unknown.

Event description:
The customer reported an unusually low total hemoglobin result on the rp 500. The customer did not repeat the test and stated the result was expected to be the normal range. There was no report of injury due to this event.